Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/8/2023, it was reported by a sales representative via sems that an abs-10060r angel centrifuge had an issue. During an angel bma harvest and concentration procedure on (B)(6) 2023, the angel machine sucked up some of the bma from the whole blood in bag but stopped and reported insufficient fill. Several troubleshooting efforts were made. The machine was turned off and on, bma was removed, a new kit was placed in the machine, and this was tried. It appeared that the light sensor may have been malfunctioning, as only 1 of the 3 sensors was lighting up blue. The procedure was not completed successfully. This occurred during use with no patient harm. Additional information has been requested. On 10/16/2023, the sales representative provided the following information via email and phone: this occurred during an unspecified arthroscopic procedure. The augmentation of the procedure with bms harvest and concentration injection could not be performed, but the unspecified arthroscopic procedure was completed successfully with no patient harm. There was no case delay, as the error occurred while other aspects of the surgical procedure were performed.

Manufacturer narrative:
The vendor evaluation did not confirm the event. The unit was powered on and basic functions were checked with no issues occurring.